Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6), 2022. During the procedure, the carrier did not retract. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of carrier retraction problem. Block h10: an examination of the returned capio slim revealed that the device was in good condition. The handle, cage and carrier were in good shape and the ten riveting pins were found in position. However, it was possible to see the carrier with zig zag movement. A functional test was performed and the suture dart was loaded, the handle was then actuated, the carrier deployed correctly, and the dart penetrated properly in the cage. However, an x-ray examination revealed that the core wire kinked. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. During product analysis, it was observed that the carrier was able to retract. Based on all gathered information, the investigation concluded that the most probable cause for this complaint is no problem detected as during product analysis, the "carrier retraction problem" could not be confirmed due to the dart loaded in to the carrier without problems. Furthermore, the core wire was found kinked. The most probable cause for this finding is adverse event related to procedure as the problem could be generated by the user due to the manipulation/handling/interaction and excess of tension applied to the suture during several attempts to load the dart and actuate the device during preparation. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022. During the procedure, the carrier did not retract. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Additional information: blocks d4, e1, e3 and h4 have been updated based on additional information received on (B)(6)2022. Block h6: device code a0501 captures the reportable event of carrier retraction problem. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022. During the procedure, the carrier did not retract. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.